Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that he had gone through 3 infusion sets and with the same issue. Customer stated he believes it was caused by serter not inserting the infusion set enough pressure. Customer took out the infusion set and it was bent. Customer's blood glucose was 200 mg/dl. Customer declined to do troubleshooting. The customer was advised to call back when issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.